Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited possible loss of capture and lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.